Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic received information via the customer's wife that the customer passed away at home on (B)(6) 2020 due to covid-19. It was reported that the customer's blood glucose was under 40 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not wearing a sensor. The insulin pump is not expected to return for failure analysis.